Event description:
It was reported to philips that the screen intermittently turns white during boot-up. There was no patient involvement.

Manufacturer narrative:
It was reported to philips that the screen intermittently turns white during boot-up. The bench technician evaluated the device and did not find any faults. Device is end of life and being returned to customer. The device is no longer supported. The bench technician could not confirm the problem, the device boots correctly. However based on the complaint they recommend parts for replacement are the optical switch and the power pca..